Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed the operation test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team (cht). On site support was provided and during troubleshooting the fse determined that the customer was not performing the operational test correctly. The fse walked the customer through the correct process for performing the operational test and the fse verified the device passed all testing and is operational. The malfunction was not verified therefore no device has been returned for failure investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm 100 indicating that the device failed to pass the operational test due to a failure to deliver defibrillator shock. There was no patient involvement and no patient or user harm reported.